Manufacturer narrative:
At analysis it was noted that the power cord bay assembly latches were broken and it was corroded. It passed all functional tests but was to be scrapped due to the corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.